Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one devices. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, totally extraperitoneal repair, while releasing obturator, the white cap on top of it, broke off when trying to remove the device. Balloon was not insufflated and surgeon used the older balloon legacy system to complete the case. There was no patient injury.